Event description:
During a standard treatment, a dental electrical handpiece got hot and caused a small burn at lower lip of patient. No medical care was necessary and patient is doing well.

Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and caused a small burn at lower lip of patient. No medical care was necessary and patient is doing well. During analysis of the product it was found that the head had a heavy dent. This applied pressure to the ball bearing which hence heated up. Reported due to the 2 year presumption rule. Event occurred in germany and is reported as similar products are sold in the USA.